Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was said that the device was leaking; the location and source was unknown. The device was removed and replaced with a new ipp. There were no patient complications.